Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced both low and high blood glucose. The customer¿s blood glucose level was 37 mg/dl at the time of low blood glucose and 400 mg/dl at the time of high blood glucose. The customer¿s current blood glucose value was 97 mg/dl. The customer treated high blood glucose with insulin pump and to treat low blood glucose customer discontinued the insulin pump. The customer did not experienced symptoms due to low and high blood glucose. The insulin pump was not on auto mode at the time of low blood glucose and active at the time of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. He insulin pump will not be returned for analysis

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Pump case: ngp customer returned pump for an alleged insulin flow blocked alarm, high bg's, and low bg's found on (B)(6) 2022. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded history files and traces using thus. No unexpected insulin flow blocked alarms during testing and verified pump alarmed no insulin flow blocked in the downloaded pump history. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case - corner of belt clip rails, faded serial label damage, and minor scratches on lcd window. In summary, customer allegation for insulin flow blocked alarm was not confirmed. Unable to confirm high and low bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in e3, and h8 section.

Event description:
Device was returned for analysis.